Event description:
It was reported that the patient was post-cardiac arrest and became febrile after rewarming in an arctic sun device. They were trying to cool a patient but got a message the flow was marginal, the flow stopped. They then got another message that stated the patient temperature was not obtained. Then they got a message that the water was dirty. They drained the water and refilled it. Flow is reading marginal again. Foley in use. Patient temperature (pt) was 37.5c. They were trying to cool to 37c. Outlet monitor temperature (t1) was 37.5c, chiller temperature (t4) was 3.9c, mixing pump command 100 percentage, pump hours were 9514 and system hours were 10825. Confirmed alert 113 (reduced water temperature control). Explained the device was able to deliver cold water to the patient. Device needs to go to biomed. Nurse did not think they have another device in their hospital. Suggested checking with neighboring or sister hospitals for a loaner and to have biomed call in with the device monday.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device was not returned. The reported issue was confirmed. At this time, the root cause of the reported event could not be determined. Explained the device was able to deliver cold water to the patient. Device needs to go to biomed. Nurse did not think they have another device in their hospital. Suggested checking with neighboring or sister hospitals for a loaner and to have biomed call in with the device monday. Transferred to biomed. Spoke with biomed (B)(6) who stated they completed a full parts exchange with the onsite preventative maintenance. Biomed did not complete an evaluation of each part to confirm their fault. Biomed noted the water appeared to be dirty so he ran the cleaning solution through it twice. It seemed to run clean after that. Device has returned to service. No further information to provide. Additional information will be added to the record if and when additional information has been received. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was post-cardiac arrest and became febrile after rewarming in an arctic sun device. They were trying to cool a patient but got a message the flow was marginal, the flow stopped. They then got another message that stated the patient temperature was not obtained. Then they got a message that the water was dirty. They drained the water and refilled it. Flow is reading marginal again. Foley in use. Patient temperature (pt) was 37.5c. They were trying to cool to 37c. Outlet monitor temperature (t1) was 37.5c, chiller temperature (t4) was 3.9c, mixing pump command 100 percentage, pump hours were 9514 and system hours were 10825. Confirmed alert 113 (reduced water temperature control). Explained the device was able to deliver cold water to the patient. Device needs to go to biomed. Nurse did not think they have another device in their hospital. Suggested checking with neighboring or sister hospitals for a loaner and to have biomed call in with the device monday.